Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the device revealed stent damage. Strut rows at the distal end of the stent were misaligned. The tip and balloon sections of the device were examined and no issues were noted that could have contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The balloon was inflated normally at the complaint investigation site (cis). There were also kinks identified along the entire length of the hypotube shaft. Mandrel resistance was encountered due to the presence of solidified blood within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is user/ use error. It was reported that the during preparation it was noted that the stent was damaged and they continued to use it during the procedure. The dfu states " examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used". Also, the lesion location was in a svg. The dfu states that " the promus element everolimus eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions." (B)(4).

Event description:
It was further reported that when the device was withdrawn from the package, the physician noted that the stent was not well crimped to the balloon, but tried to cross the lesion and did not succeed. There was slight resistance felt when removing the sds from the patient. Also, the shaft of the sds was kinked.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained through the femoral artery. The 90% stenosed, de novo, concentric, 31x2.8mm target lesion was located in the non-tortuous and moderately calcified saphenous vein graft. After the lesion was predilated with a maverick balloon, the stenosis was reduced to 80%. A 4x38mm promus element stent delivery system (sds) was advanced but could not cross the lesion. The device was removed and it was noted that the stent was damaged. The procedure was completed with a new promus element sds. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Updated: device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR, if not evaluated provide code, therapy dates and desc, device codes, describe event or problem. (B)(4).

Event description:
It was further reported that when the device was withdrawn from the package, the physician noted that the stent was not well crimped to the balloon, but tried to cross the lesion and did not succeed. There was slight resistance felt when removing the sds from the patient. Also, the shaft of the sds was kinked.